Event description:
It was reported that a user experienced failure of the dexcom g7 to provide readings to the ilet, while the dexcom g7 app continued to display glucose values; after restarting the ilet pump, the system resumed receiving cgm readings. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy beyond temporary loss of cgm data on the ilet and no medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a successful resolution after device restart, consistent with a temporary connectivity or pairing issue between the ilet and the cgm transmitter. It was concluded that the device functioned as expected after restart and that the event was attributable to a transient communication failure without patient harm.